Event description:
It was observed that during the device evaluation, the evis exera iii video system center exhibited black and white image on one monitor and color on the second monitor. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.